Manufacturer narrative:
Ref: (B)(4). Investigation: x-inspect returned samples. Analysis and findings: a review of 2 year complaint history for the leep prima speculum large product #psv-2l shows similar complaints on file. The leep prima speculum large is a purchased product and it is not lot controlled. The leep prima speculum large was returned as a warranty repair. The returned instrument was reviewed by coopersurgical's service and repair department and found to have damages with pitting to bott. The returned psv-2l was scrapped out and the customer was sent a new psv-2l. Reference repair order# (B)(4). As the device is a reusable part, routine use and maintenance may contribute to the normal wear of the device. The root cause cannot be reliably determined at this time and it is most likely attributed to mishandling or misuse. Correction and/or corrective action: none. Reason: no changes to the process or procedure. Coopersurgical will continue to monitor this complaint condition for any trends. Complaint will be reviewed in the coopersurgical cip (continuous improvement program) program. Was the complaint confirmed? Yes. Preventative action activity : monitor and trend to cip.

Event description:
Chipped paint. Order: (B)(4). Reference: (B)(4).

Manufacturer narrative:
The complaint condition reported is currently under investigation. A follow - up report will be filed once the investigation has been completed and the findings are available. (B)(4).

Event description:
Chipped paint. Order: (B)(4).